Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The analysis found that device (a) was returned in good visual condition and with no cartridge reload loaded on the device; the bailout door was missing and the lever was down. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The knife reverse button worked as intended. The analysis found that the device (b) was returned in good visual condition and with no cartridge reload loaded on the device. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The knife reverse button worked as intended. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a pancreatectomy procedure the surgeon positioned first stapler with vascular reload on pancreatic tissue and stapler jammed when he fired, only forming staples proximal to tissue load. 'Return' function did not work and manual override was required. Second stapler also jammed on first fire, however, 'return' button did work'. The surgeon mentioned that tissue was more fibrotic than he had expected it to be, did not see any clips on tissue before firing. Both firings were not 'continuous strokes'. Procedure was completed with a manual echelon without issue (although it was tough to fire). No patient consequences reported. Procedure was prolonged by ten minutes.